Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.